Manufacturer narrative:
B3: correction.

Event description:
According to additional information received, the procedure was successfully completed with another device.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed to be associated. An nc was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the wire (suture) broke off on the loop side when tightening.

Manufacturer narrative:
An altis mesh, detached dynamic suture and two introducers were received for evaluation. Examination of the mesh revealed the static anchor was detached from the mesh. The dynamic suture was detached from the mesh. The dynamic anchor and tensioner were also detached but not received. Microscopic examination of the dynamic suture appeared to be rough and irregular, indicating stress was exerted. Examination of the right introducer revealed the tip to be bent but still attached. No functional abnormalities were noted with the left introducer. Blood residue was noted on the mesh. The information received indicated the dynamic suture detached during the procedure. Quality confirmed the detached dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. Detail was not provided as if there were any issues that may have occurred prior to the detachment. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. The introducer tip may bend if it is pushed onto something hard such as bone, which indicates the introducer may have not been in the proper place to insert the anchor. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to additional information received, the procedure was successfully completed with another device.